Event description:
It was reported that a pt underwent a breast augmentation procedure in approx (B) (6)2010 and suture was used. Six weeks post-operatively, the pt's suture disintegrated; the implants became exposed and infection occurred. The surgeon opines it is from the suture. The implants were removed so the infection may heal.

Manufacturer narrative:
(B) (4). Infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. One possible batch number is reported as follows: batch blz738, mfg date: 10/14/2009, exp date: 07/31/2014. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished goods release criteria.